Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient was hurting more than usual but did not let the hcp know until now. The issue was unknown. The logs printed out showed the motor stalled on (B)(6)2017. The patient had magnetic resonance imaging last (B)(6) 2017. There was not a reason at this time that the motor should have stalled. There was no known cause of the motor stall. It was questioned if elective replacement indictor (eri) was 7 months. The alarms were silenced. The patient was scheduled for a pump replacement as soon as possible as the eri was 7 months away. The patient was taking oral medication in the meantime to help with increased pain. The pump replacement was scheduled for (B)(6)2018. Oral medications were resolving the pain for now. The patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl 2000 mcg/ml; 951 mcg/day via an implantable pump. Indication for use was non-malignant pain. Concomitant medication was oral dilaudid. The date of the event was (B)(6) 2017. It was reported a motor stall was seen at initial interrogation. The patient did notrecently have magnetic resonance imaging (MRI). The patient had an MRI before the motor stall but they "couldn't complete it because she was hurting so bad¿. No further complications were reported.